Event description:
Essure procedure performed approx one yr ago. Hsg documented bilateral tubal occlusion. Pregnancy reported by physician in 2008. An ultrasound revealed a sac in the uterus without the presence of a fetal pole. At 2-3 weeks later, pt experienced significant bleeding, so a supercervical hysterectomy was performed to treat the menorrhagia thought to be associated with a blighted ovum and sab. Upon laparoscopy, the right device was found to be perforated at the cornua, and through the myometrium. Pt also had a large ectopic that was removed at this time. Pt was asymptomatic regarding the ectopic pregnancy. Pt is doing fine post-op. Following the surgery, physician reviewed the hsg films, and noted that the right device was clearly perforated. The hsg and surgical findings were consistent.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.